Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results for multiple assays on the architect c16000 system. No adverse impact to patient management was reported. The following data was provided: patient (B)(6): sodium 115.66 nmol/l, repeat 137.02 nmol/l, potassium 3.62 nmol/l, repeat 4.38 nmol/l, chloride 96.2 nmol/l, repeat 106.58 nmol/l. Patient (B)(6): sodium 113.5 nmol/l, repeat 137.46 and 138.43 nmol/l, potassium 3.35 nmol/l, repeat 4.25 and 4.28 nmol/l, chloride 91.93 nmol/l, repeat 102.93 and 103.74 nmol/l. Patient (B)(6): sodium 120.38 nmol/l, repeat 143.91 nmol/l, potassium 3.36 nmol/l, repeat 4.1 nmol/l, chloride 94.81 nmol/l, repeat 105.23 nmol/l.

Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting steps and replaced 2 bent mixers at 1b and 2b positions. The mixers (part number 09d59-03) were considered the likely cause of the discrepant results associated with this ticket. There were no additional service or complaint issues observed that may have contributed to the issue associated with the current complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.